Event description:
The surgeon performed an si joint fusion by utilizing the ifuse implant system on (B)(6) 2012. One 7x55 and two 7x50mm ifuse implants were placed. Approximately one week after surgery, the patient began to develop pain on the operative side. The pain radiated down into the calf to the level of the ankle. No motor weakness or sensory deficits were present. The pain continued to worsen over the next several days. A CT scan showed that the most cephalad implant had broached the cortex of the ala in a cephalad direction. On (B)(6) 2012, the surgeon performed a revision surgery to remove the proximal implant. The surgeon did not place bone graft in the hole left by the removed implant. The patient has no ongoing motor or sensory deficit. The patient¿s leg pain has resolved after the revision surgery.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, the certificate of conformance, and fmea, there is no indication of device failure and no indication that the device was out of specification. The root cause is incorrect implant placement.